Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in capture threshold and a decrease in pacing lead impedance were observed on the rv lead. Lead was explanted and replaced.